Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning and the air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The device was returned to the olympus service center for evaluation. The evaluation found that due to clogging of nozzle, water removal ability did not meet the standard value, adhesive around objective lens had white-clouded area; adhesive around light guide lens had white-clouded area; control unit had discoloration; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the gastrointestinal videoscope exhibited air/water flow system issues. The issue was during preparation for use for unspecified diagnostic procedure. The user facility finished the procedure with the similar device. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed a foreign material inside the nozzle and on the plastic distal end cover, which was attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.